Event description:
The customer reported that they loaded a new 25-hydroxyvitamin d (vitd) reagent pack on the e602 analyzer. The pack was not calibrated and a previous calibration from the same lot was in use at the time. Quality controls were out of range upon initial use of the pack. Controls were run 4 times on the pack and failed each time. The customer did not notice the control outage and proceeded to run an unspecified number patient samples for a 24 hour period. All patient results were reported outside of the laboratory. When the customer noticed the issue with the pack, a new reagent pack from the same lot was loaded. Controls were run on the new pack and these were within range. The customer then pulled the patient samples and repeated these. All repeat results were lower than the initial results. Some samples were repeated on the same analyzer and others were repeated on different analyzers. It was noted that the customer corrected 30 reports. The customer provided an example of one patient sample that had an erroneous vitd result reported outside of the laboratory. The sample initially resulted as 24 ng/ml when using the pack in question and this value was reported outside of the laboratory. The sample was repeated with the new pack and resulted as 11 ng/ml. The customer believed the repeat result to be correct. No patients were adversely affected. The e602 analyzer serial number was (B)(4). The customer monitored vitd control recovery over the following week and did not see any further issues.